Event description:
It was reported that iab was inserted via sheath in right femoral artery without difficulty. Iab was connected to helium and iabp turned on standby. When pump was turned on, high pressure alarm occurred. Dr reduced volume to 30ml but alarm continued. Iab was removed. Reinsertion was not required. There were no pt complications. Upon removal, dr noticed kink at bottom of catheter.

Event description:
It was reported that iab was inserted via sheath in right femoral artery w/o difficulty. Iab was connected to helium and iabp turned on standby. When pump was turned on. High pressure alarm occurred. Dr. Reduced volume to 30ml but alarm continued. Iab was removed. Reinsertion was not required. There were no pt complications. Upon removal, dr noticed kink at bottom of catheter.